Event description:
It was reported that an elective replacement indicator was triggered on the device. Upon interrogation no battery information was available and there was an eri lockout. The device was scheduled to receive the software to repair the lockout condition. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.